Manufacturer narrative:
On 8-sep-2020, mentor received additional information regarding the date of implantation, revision surgery, and replacement device. Initially, the date of implantation was reported as (B)(6) 2017. However, additional information indicated that the actual implantation date was (B)(6) 2017. The patient underwent unilateral removal and replacement with a 350cc mentor memorygel breast implant (catalog #: 3503504bc, right serial #: (B)(6)). The relevant field has been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report contains the supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. Investigation summary : upon receipt by mentor, the device contained clear gel. No foreign material was observed within the device or on the shell surface. During initial evaluation, some creases were observed on the anterior and posterior aspects. No other anomalies were discovered. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. A manufacturing record evaluation was performed for the finished device 7366146 number, and no non-conformances related to the reported complaint condition were identified. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Mentor product analysis lab concluded the reported complaint of capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Capsule formation occurs in all patients in varying degrees. Capsules range from thin to heavily-thickened. This phenomenon is referred to as capsular contracture. The severity of this condition varies with each individual. Capsular contracture can make the breast harder and firmer than desirable, which may result in breast asymmetry, discomfort or pain. Reason for device explant and/or reoperation: bilateral garde iii capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains the supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6) female patient underwent a revision breast augmentation with two 350cc mentor memorygel breast implants and experienced postoperative bilateral grade iii capsular contracture. The diagnosis was confirmed by a healthcare professional. As a result, the patient had explanted the implants on (B)(6) 2019. This report is for the right prosthesis.